Manufacturer narrative:
(B)(4). The sample was not returned and the lot number was unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was not reported. The patient was hospitalized for the peritonitis event. Treatment and patient recovery status were not reported. Action taken with pd therapy was not reported. Additional information was requested but is not available.